Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Broken haptic. Damaged haptic before implantation. No patient involvement. Event occurred in (B)(6). There was no impact to the patient, but it was reported to the local authority by the hospital.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: parts of the product were returned. The investigation was conducted and results noted as listed below. The iol was ejected out from the injector. One haptic was broken at the root. Some scratches were found on the front curve side of the optic. The injector was not returned. No abnormalities were found in production and inspection records of the product.(serial no.: (B)(6) ; model: py-60ad). In addition, research in our complaint database indicated there were not any similar events in the same production lot numbers. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Broken haptic. Damaged haptic before implantation. No patient involvement. Event occurred in china. There was no impact to the patient, but it was reported to the local authority by the hospital.